Event description:
It was reported, the patient¿s implant was replaced due to normal battery depletion. It was noted that during the replacement procedure, the lead was also replaced. It was reported, the lead was replaced due to it being ¿messed up.¿

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v391769, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3093-28, lot# v391769, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).